Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is 82 in five days plus, there were two non sustained tachycardia episodes on (B) (6) 2010 and (B) (6) 2010. Technical service indicated the possibility of inner insulation degradation.

Event description:
It was reported the lead was oversensing. The lead was capped and replaced. No patient complications were reported as a result of this event.